Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and reproduced error by trying to attach and detach tips. Fse found ad value off and was unable to adjust the ad value to the proper range due to broken adjustment port. Fse resolved the complaint by replacing the eki board and adjusted the ad value within range. Fse successfully performed quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-900 operator's manual under section 12: flags and error messages states the following: tip removal error cause: a tip was detected during the tip removal check. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: if the trouble reoccurs, contact the tosoh local representatives. The most probable cause of the reported event was due to failure of the eki board.

Event description:
A customer reported getting error message "2062 tip removal error" on the aia-900 analyzer. Technical support specialist (tss) instructed the customer to inspect analyzer for any dropped tips and remove them. The customer attempted to perform a sample run afterwards but error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.